Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was over-discharged but is no longer over-discharged.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿messed up¿ a couple months ago and he didn¿t have any stimulation. The patient hadn¿t been able to recharge for a few months and last successfully charged about 1 month ago. The patient met with the manufacturer representative (rep) who was unable to connect to the patient¿s implant using any external component. The rep performed a trickle charge/physician mode recharge, the patient charged the ins to 25% and the rep cleared the power on reset (por). The patient clarified he still felt stimulation, and the ins was working correctly now with no issues.